Manufacturer narrative:
The technician found the brake linage was broken. He used a brake/steer upgrade to repair the stretcher.

Event description:
Info received indicates the brake will set and hold at the head end of the stretcher but not at the foot end.